Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6)2015 she obtained a result of "348mg/dl" on the subject meter which she felt was inaccurately high in comparison to a result obtained on another meter. The patient could not specify the make of the other device or the result obtained. The two tests were performed more than 30 minutes apart, therefore does not meet lifescan's criteria of a valid comparison for accuracy. The patient manages her diabetes with fixed insulin doses and exercised two months prior to contacting lifescan. The patient reported that, at an unknown time after the alleged issue occurred, she developed symptoms of "passing out and falling out" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and that an approved sample site was used. The patient was sent replacement products. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips failed testing. The reported issue was confirmed. The additional tests performed on the test strip vial was to check the structural integrity the structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.